Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly "diagnostic workup revealed an increased serum cobalt level of 3.9 ng/ml, and an MRI demonstrated a large soft tissue mass. Based upon these findings, plaintiff's orthopedic surgeon's impression was altr resulting from corrosion at the junction between the accolade tmzf and the lfit v40 head, and he recommended revision surgery. Plaintiff underwent revision surgery on (B)(6) 2015 at which time the surgeon encountered chronic inflammatory changes, altr, trunnionosis and corrosion."